Manufacturer narrative:
Results: inherent risk of procedure (stent deformed), patient's condition affected, effectiveness of device (99% stenosis, excessive tortuosity and severe calcification), deformation issue (stent). Conclusions: known inherent risk of procedure (stent deformed), device failure related to patient condition (99% stenosis, excessive tortuosity and severe calcification). (B)(4).

Event description:
The device was removed from the packaging, inspected and prepped with no issues noted. Physician was attempting to implant one endeavor resolute drug-eluting stent to a severely calcified lesion in the lad with 99% stenosis and excessively torturous vessel but the device could not cross, the physician then tried another endeavor resolute drug-eluting stent but this could not cross either. Resistance was encountered when advancing the devices but no excessive force was used. The physician believes that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. No injury to the patient. The device was returned to the manufacturing facility and through analysis of the returned device the stent was observed to be damaged. Evaluation summary the transition shaft is kinked 2.4cm distal to the guide wire entry port. The distal tip was slightly frayed. Initial mandrel movement was successful. The 9th and 10th distal segments were pinched, the 23rd and 24th distal segments were raised. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. Please note that this device (endeavor resolute rx) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity rx). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.